Event description:
Reporter alleged blood glucose measured 115 mg/dl on patient's meter compared to a lab result which measured 500 mg/dl when performed within 10-15 minutes of each other. It was stated patient did not have any symptoms of low glucose at the alleged time and no actions or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.